Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is likely the error e315 (scope error) was a leak due to physical stress while the user was handling the device. This led to abnormality of electrical parts and as a result, an error message was displayed. The event can be prevented by following the instructions for use which state: ¿·when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ·if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 (scope error) code was not confirmed. In addition, due to a pinhole on connecting tube, water tightness was lost. Due to a pinhole on channel tube, water tightness was lost. Objective lens had a crack. Image protector was damaged. Switch box had discoloration. Switch button 1 had discoloration. Light guide lens was damaged and cracked. Switch button 2 was damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed an e315 (scope error) code during reprocessing. The facility completed the procedure using another device. The patient was not under sedation. There was no report of patient harm associated with this event.